Event description:
Account reports incident in which a 7 y.o. Male patient was receiving blood with the reported device. "Blood warmer in use on patient when the bag started to leak, (small), at bottom connection of tube to warmer bag--then blood started pouring down from top of blood warmer. (The IV pump had been ringing occlusion frequently--but no obvious occlusion found--porta-cath flushed well and blood dripping from blood bag.) Blood warmer tubing x2 used--1st one leaked saline at bottom connection so it was changed. Mother of child states that when this blood warmer used previously on child that the bag exploded. She also states when new blood warmer used, it does not leak.: no negative outcome to patient. Reporter stated they also had another incident in which leakage occurred during infusion of normal saline. No patient compromise.